Event description:
On (B)(6) 2014, we have been informed by (B)(6), about a potential malfunction of a defibrillation electrode df27n. It was reported: "the equipment did not recognize the electrodes. It asked that the electrodes should be connected and they were already connected. The equipment was revised and ok. The end user had to change the electrodes." No harm to a patient was reported.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). The retained sample was connected to a philips fr2+ defibrillation and was applied on a test person. The defibrillator recognized the electrode and displayed the ECG-tracing of the test person immediately. No contact issues could be observed. The complained issue could not be repeated. The tested device was found to perform within limits. No faults could be detected. As the product involved was not returned it cannot be determined whether a product problem existed. After repeated requests for further information and the involved sample we have received the following response from our customer (B)(6): "you can now close this claim; the customer gave us an agreement to close this non conformity." As the product involved was not returned it cannot be determined whether a product problem existed.